Event description:
The user facility reported the reservoir was implanted three years ago. In march 2004 the surgeon attempted to sample from the reservoir but failed. Five days post sampling from the reservoir, the surgeon replaced the reservoir. During the surgical procedure the reservoir was found to be occluded at the occluder.